Event description:
It was reported that the catheter was partially explanted due to the spinal/distal part being occluded/blocked. No diagnostic testing or troubleshooting was performed but reportedly would be in the future. The issue was reported as resolved but the cause was undetermined. No patient symptoms were reported. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine. Additional information was requested to verify event details such as how the issue was identified and the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), partially explanted: (B)(6) 2015, product type catheter. (B)(4).